Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
It was reported that the insulin pump had broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.